Manufacturer narrative:
(B)(6). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿allergic reaction, ¿bumps/pimples¿, and ¿red and irritated¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contraindications: ¿ juvéderm® ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm® ultra plus xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm® ultra plus xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Warnings: ¿ product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. ¿ all adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. Health care professional instructions: ¿ the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A linear threading technique, serial puncture injections, or a combination of the 2 have been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration. Patient instructions: ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Company representative reported on behalf of healthcare professional that one day after injection in the smile lines, on either side, with half of one syringe of juvéderm® ultra plus xc and in the mid cheek, on either side, with one syringe of juvéderm vollure¿ xc, the patient showed signs of an allergic reaction. Symptoms progressed over the following days. The patient experienced bumps and pimples all over the face and it was red and irritated. Symptoms were not limited to the injection sites. A treatment with a topical numbing cream was administered pre-injection and a topical antibiotic was given post-injection. Healthcare professional is unsure if the symptoms are related to the product or to the topical creams. Further follow-up with the healthcare professional revealed that the patients symptoms occurred in the ¿low face¿ and the signs of an allergic reaction, redness, and irritation occurred at the injection site. ¿blt topical¿ numbing cream was given as pre-treatment and ¿triple antibiotic cream¿ was given as post-injection treatment. Additional treatment with antihistamine, ¿chlorpheniramine,¿ oral steroid, ¿prednisone 40 mg/day,¿ and topical steroid, ¿lidex topical¿ were provided to the patient four days after the injection. Symptoms resolved 6 days afterwards. This is the same event and the same patient reported under MFR #3005113652-2017-00885. This is the first MDR submitted for the first suspected product, juvéderm® ultra plus xc.